Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 55 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was observed to be torn on the left side, where it was observed to leak. The tear was measured to start 0.7345 inches from the nail head and span to 0.7975 inches from the nail head. Inspection of the environmental seal found no damages or manufacturing defects that would contribute to the observed cannula tear. The timing and cause of the observed cannula tear could not be determined. It could not be determined if the observed cannula tear contributed to the reported event.

Event description:
A patient reports while activating a pod the needle mechanism had deployed prior to placement at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.